Event description:
Pt came in for laser lead removal of ICD lead and reimplantation of new ICD. Due to excessive scar tissue, staff were unable to explant lead. Pt sent to or for extraction; unable to extract in or.